Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was installed and tested on an in-house system and passed the recognition and engagement tests, demonstrated intuitive movement with a full range of motion in all directions, and the grip tips opened and closed properly. The instrument also passed the grip test. Thermal damage was identified on the yaw pulley, with charring and localized melting observed on both bipolar yaw pulleys in the area between the grips. The instrument also failed the electrical continuity test. The probable root cause of the thermal damage between the grips at the bipolar yaw pulley is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was not recognized. The procedure was completed with no reported injury.